Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 20-mar-2023, it was reported that the infusion set's tubing came loose and separated at the tubing connector while she was sleeping. The pump was in the right pocket while the site location was on the left side of the abdomen. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was any stress or pull on the tubing and was even unsure whether the pump was dropped or not with the set connected to patient's body. No further information was available.